Event description:
It was reported that this pacemaker was an attempted implant. During the routine replacement procedure the leads were connected; however, atrial and ventricular signals were not observed on the programmer. There was suspected to be a connection issue. The procedure was successfully completed with a different pacemaker. The device is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was an attempted implant. During the routine replacement procedure, the leads were connected; however, atrial and ventricular signals were not observed on the programmer. There was suspected to be a connection issue. The procedure was successfully completed with a different pacemaker. The device is expected to be returned to boston scientific for analysis. No adverse patient effects were reported. Subsequently, the device was received, and analysis completed.